Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging imprecision issue. Date: (B)(6) 2013, inratio: 3.9, repeat: 1.6. Time between testing five minutes. Patient's therapeutic range unknown.